Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported leak from a hole in the tubing which allowed the fluid to leak out onto the patient. The event occurred in the cancer treatment center.

Manufacturer narrative:
The customer¿s report of leaking from a hole in the tubing was confirmed. During visual inspection of the set received, it was observed that the vinyl tubing had a slice cut/pinched area approximately 23 inches below the lower fitment. During functional testing and pressure testing a leak was observed from the slice cut. The root cause of the customer's report was not identified.

Event description:
The customer reported a hole in the tubing which allowed fluid to leak out onto the patient. The event occurred in the cancer treatment center.